Event description:
Customer reported that 2 sets "exploded" during unloading from the machine. Customer reported that there was a problem with the machine and had high pressures, clotting the filters. Then when unloading to change the sets, the access pod "exploded" spraying blood all over the machine. Product not available for return.